Manufacturer narrative:
Eval, results: fowler o2 bottle holder cover.

Event description:
It was reported by service report that the o2 bottle holder cover is broken. It is unk if there was patient involvement or if there are adverse consequences to report.